Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that during a procedure the speed of a centrifugal pump 5 (cp5) ramped down and the user increased rpms to achieve the desired flow. The customer swapped out the system to resolve the issue. There was no report of patient injury.

Manufacturer narrative:
H.10: based on the information currently available, an hardware failure of the centrifugal pump can be excluded. It cannot be ruled out that an high pressure in the arterial line which can be caused by high pressure at the oxygenator, kink in the circuit, clots, patient clinical conditions, may have led to a decrease in the centrifugal pump speed.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: no information related to the pressure parameters and pump sheet were provided even if requested. Based on the currently available information, on the fact that no faults could be found while operating the centrifugal pump and that no issues were noticed on the disposable revolution pump, it cannot be ruled out that the reported event was due to an high pressure issue at the oxygenator or clinical/patient conditions. Reportedly, the customer is using the pump with no issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.